Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's mother stated that the customer uses a quick-set infusion set and last changed her infusion set the day of the event. The customer's mother also stated that the customer has been getting no delivery alarms during attempted boluses and basal rates. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.